Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to fluid loss from the cuff. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and a pump, was implanted. Additional information received states the patient presented with recurring incontinence. The fluid loss was due to a hole. The fluid loss was identified when the scrub tech filled the cuff with fluid to check it after the cuff was explanted. There were no further patient complications.